Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles issue. Customer blood glucose reading was 120 mg/dl. Customer declined troubleshoot for air bubbles issue, customer prefer taking out the air bubbles without help. Products will not be returning for analysis.